Event description:
Medtronic received information that an unknown duration following the implant of this bioprosthetic mitral valve, the patient developed endocarditis and myocardial infarction secondary to aortic stenosis. Subsequently, both aortic (edwards) and mitral prosthetic valves were replaced transapically with another manufacturer's valves (valve-in-valve) with no reported adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).